Manufacturer narrative:
Additional information was added the device was manufactured from march 30, 2019 - april 01, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the corner. This occurred prior to patient use. There was no patient involvement. No additional information is available.